Event description:
It was reported that the pt underwent a spinal procedure to implant posterior fixation at t12-iliac. The post-op x-rays showed two set screws backed out on one side and one set screw backed out on the contralateral side. The revision was performed and the whole construct was removed and replaced.

Manufacturer narrative:
(B) (4): three set screws identified in the event info as backed out post operatively, with nine set screws returned for analysis. Macroscopic and optical examination of set screw and multiple angled screws appear to show multiple implants with atypical rod interface witness marks. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.